Event description:
According to the available information immediately after surgery when the anesthesia wore off, the patient could stand but with difficulty and significant pain. The pain faded but returned at the end of 2022. A translabial ultrasound showed that the suburethral strip was incorrectly placed on the left side. Device is expected to be explanted in march.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.